Event description:
It was reported that the superion indirect decompression (ID) spacer implant patient experienced an increase in pain a day after the procedure and was admitted to the emergency room (ER). A computed tomography (CT) scan taken revealed an acute spinous process fracture in lumbar vertebrae 4 with internal postoperative change however were discharged same day. The physician increased the pain medication however it did not alleviate the patients symptoms as a result patient had difficult time walking. The patient underwent a laminectomy procedure wherein the ID spacer was removed from lumbar vertebrae 4-5. It was noted the physician did not provide an assessment on what caused the spinous process fracture. Physical analysis of the ID spacer was not performed as it was retained by the facility. The patient has since then been discharged and is completing physical therapy to address weakness in their lower extremities however is expected to fully recover.